Event description:
A 26 mm x 15 cm diameter aneurx bifurcated stent graft and its components were successfully implanted a patient for the endovascular repair of abdominal aortic aneurysm in 2000. The patient's aortic neck reported to have 30 to 40 degrees of angulation at implant. It was reported that a proximal type I endoleak, as well as migration of the bifurcated stent graft, were detected during a recent follow-up evaluation. Both proximal endoleak and device migration have been attributed to dilatation of the aortic neck and the aorta itself. The aneurysm size was reported to be stable at 5.2 cm. It was also reported that there are multiple suture breaks and stent fractures and that the proximal stent ring has separated from the stent graft. Medtronic has received films and their evaluation by an outside contracted physician is pending. Talent cuff has been requested to address the endoleak and device migration. The pt is reported to be fine.